Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker's battery was depleting more quickly than expected. The device was explanted and replaced. No additional adverse patient effects were reported. This device is part of the hydrogen induced premature depletion pacemakers advisory population.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device. This device is part of the hydrogen induced premature depletion advisory population.

Event description:
This report is being filed to provide the results of device analysis.